Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to be introduced into the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.